Manufacturer narrative:
During the functional testing of the autopulse platform (sn (B)(6)) as part of the service, the brake failed to function. The root cause of the reported complaint was a narrow brake gap (out of specification) that could not be adjusted within the specified limits. As a result of a narrow brake gap, the motor overheated, triggering the autopulse platform to display a user advisory 11 (max patient temperature exceeded) message. The drive train motor needs to be replaced to address the observed issues. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the functional testing of the autopulse platform (sn (B)(6)) as part of the service at zoll, the brake failed to function. No patient involvement.